Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, scratched lcd window, scratched reservoir tube window, broken belt clip slot, and reservoir tube cracked.

Event description:
It was reported that the insulin pump had cracks all over it. The blood glucose reading was unknown. The customer stated that the cracks spidered up to the battery cap, and it had a scratched up screen. She noted that the screen was difficult to read. She was unsure how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.